Event description:
Consumer used soft pick in her mouth and the green tip came off of the pick causing her to swallow. She called the hospital hotline and a nurse instructed her to immediately come in. She was given a liquid numbing medicine to coat her throat. They kept her in the ER for a couple of hours after doing x-rays. They did not prescribe her any medication to go home with. Updated information when she was called back, she said after the xray the doctors did not see anything and released her. She does not feel anything in her throat; however, she is still hoarse.

Manufacturer narrative:
Reference is made to (B)(4) under report# (B)(4) submitted as a 30 day MDR on (B)(6) 2024 by sunstar americas inc (sai). (B)(6) would like to notify the agency that we became aware that this reported serious adverse event was not confirmed to be a gum brand product. On (B)(6) 2024, we received a picture of the device from the customer. Upon examination, it was determined that it is not a product design sai has ever produced or sold.

Event description:
Customer used soft picks original, forced soft pick in her mouth and the green tip came off of the soft pick causing her to swallow it. She called the hospital hotline and a nurse instructed her to immediately come in. They gave her a liquid numbing medicine to coat her throat. They kept her in the ER for a couple of hours after doing x-rays. They did not prescribe her any medication to go home with. Updated information when she was called back: she said after the xray the doctors did not see anything and released her. She does not feel anything in her throat; however, she is still hoarse. She had a follow up appointment on (B)(6) 2024 with doctor.